Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported phacoemulsification tip broke intra-operatively. The tip was contained within the phacoemulsification sleeve during cataract procedure. The procedure was completed after exchanging phacoemulsification tip for a new one. There was no patient harm.

Manufacturer narrative:
One opened phaco tip and sleeve in a zip top bag was received. The phaco tip was visually inspected and was found to be nonconforming, the phaco tip was broken across aspiration bypass (ab) hole with a jagged break. There was wear on the threads and nut corners consistent with threading on a handpiece. Wall thickness was even at break. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).